Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that the patient believe led to the ins taking longer to charge and not always charging all of the way was due to the battery unit nearing the end of its battery life. It was indicated that no actions/interventions had been taken to resolve the ins taking longer to charge and not always charging all of the way. It was reported that these issues had not been resolved, but the patient has an appointment with the doctor who installed the device. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient saw the eri (elective replacement indicator) screen come up today. They stated they had their device for nine years and have been very happy with it. They stated that they got the eri message on their screen this morning. The time between a typical eri and eos (end of service) message was reviewed. There was no allegation/dissatisfaction towards the ins longevity. The patient reported that they had not had any issues with stimulator and that it had changed their life. They stated they were a marching band director and it helped them so they could be out in the field with the kids. They did mention that for the last couple of months the ins was taking longer to charge and not always charging all the way (2018). The eri occurred on (B)(6) 2018. The patient indicated that because their device had been performing so very well, they lost track of who their manufacturer representative (rep) was and wanted help finding a rep. No further complications were reported/anticipated.